Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 12/19/99. On 12/23/99 the consumer sought medical treatment for a red and swollen ear and the consumer was prescribed antibiotics. On 12/26/00 and 12/30/00 the dr did an incision and drainage of the abcess and continued antibiotics.